Event description:
Caller reported an issue with incorrect pump time settings, which required updating. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation in case the discrepancy exceeded five minutes again. Caller understood and acknowledged the guidance provided.